Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/16/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The medical records indicate upon revision the fluid appeared to have metal debris consistent with an early pseudotumor formation. There was found to be abundant metal debris mostly within the trunnion and the taper of the head. A large cyst was also found. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 07/08/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update rec'd 8/10/2015: litigation papers allege pain, stiffness, discomfort, weakness, and excessive levels of chromium and cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
**Update 12/14/2015** ppd received. The part/lot information for the cup and head was provided from the patient sticker sheet. The complaint was updated on 12/21/2015.

Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.